Event description:
It was reported that during a case, there were having issues with the pi boxes not connecting to the console. After the case, troubleshooting was performed and found that neither of the pi boxes connected with the console, indicated to pair the pi boxes. Hardwired the pi boxes to the nim using the cable, plugging into the system on the back-left side, connection established. After connecting the pi box, the pi box showed green comm. And connected a patient simulator to the pi box and that showed passing wired and wirelessly. Hence repeated this for the other pi box and it passed as well. Thus resolving the issue. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Product ID: nim4cpb1, serial/lot #: p2018017/unknown, ubd: , UDI#: (B)(4). H4: manufacturing date for product ID: nim4cpb1, serial/lot #: (B)(6) is 03 november 2022. And for product ID: nim4cpb1, serial/lot #: (B)(6) is unknown. D1: brand name for product ID: nim4cpb1, serial/lot #: (B)(6) and for product ID: nim4cpb1, serial/lot #: p2018017/unknown is nim vital¿ patient interface 4 channel. Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6), and product ID: nim4cpb1, serial/lot #: (B)(6) follow-up report will be submitted once additional information is received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.